Event description:
The patient experienced heart failure that required hospitalization.

Event description:
No further information was available about the event from the account.

Manufacturer narrative:
Additional information: b5, g3, h2, h3, h6. No device analysis results are available because the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.